Event description:
Painpump catheter broke off inside the pt following an abdominoplasty procedure. It was reported that resistance was felt during the removal process. Additionally, it was reported that the catheter may have caught a stitch. The catheter was detected in a x-ray and the doctor has decided to leave the catheter in for approximately 1-2 months to allow for healing before attempting to retrieve it.